Manufacturer narrative:
Additional information: h3, h6 and h11. H11: the device was received for evaluation. Visual inspection was performed and a crack was found at all sides of the welded cassette. Under water pressure testing was performed and a leak was observed at the crack locations. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated peritoneal dialysis cassette set had leakage from an unspecified location. This occurred during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.